Event description:
It was reported that an integrated apd set with cassette disconnected from the heater bag during dwell on the homechoice (hc). The patient was connected at the time of the event. The technical service representative assisted the patient in ending therapy. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the disconnection could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.